Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change, the plunger separated from the cartridge and became stuck inside the ilet, and the caller was able to resolve the issue by rewinding and advancing the piston to reposition the plunger for removal with tweezers. Symptoms included no injury and no reported adverse physiological effects. Outcomes included successful troubleshooting with restoration of normal operation without emergency care or hospitalization. Investigation included guided technical troubleshooting and user education. Investigation of this case revealed a cartridge handling issue with the plunger becoming lodged in the pump mechanism, which was cleared through standard piston repositioning steps without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique during cartridge handling was the most probable cause.